Event description:
As reported, when the locking screw 16mm was inserted into the distal part of the variax distal fibra plate, idling occurred before the final fastening. Once the screw was removed, metal such as wire was wound around the thread of the screw. When the same screw was newly inserted, the locking was loose. The operation was terminated because the other screws were securely locked. Doctor's opinion: the metal wrapped around the screw is a scraped plate. This is why the plate and screw could not be locked, and the new screw was loosened. It is dangerous because there is a possibility of leaving metal scraped inside the body.

Manufacturer narrative:
The reported event that locking screw variax2 t10, full thread, 3.5mm / l16mm was alleged of 'implant - insertion impaired' could not be confirmed. Due to the current covid-19 pandemic, it was not possible to receive the product for evaluation. The investigation will be reassessed as soon as the product is received. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, when the locking screw 16mm was inserted into the distal part of the variax distal fibra plate, idling occurred before the final fastening. Once the screw was removed, metal such as wire was wound around the thread of the screw. When the same screw was newly inserted, the locking was loose. The operation was terminated because the other screws were securely locked. Doctor's opinion: the metal wrapped around the screw is a scraped plate. This is why the plate and screw could not be locked, and the new screw was loosened. It is dangerous because there is a possibility of leaving metal scraped inside the body.